Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. Ofr inspected the device and confirmed the following: -the electrical safety test at the distal end cap failed. -the light guide lens was broken. -the adhesive of the bending section rubber was worn. -the s-cover of the control section was cracked. -the rubber of remote switch 1 was damaged. -the universal cord was worn and the coating was peeled off. -the angulation was too low. -the biopsy channel was over a year old and was replaced for preventive maintenance. Omsc reviewed the past similar cases and confirmed that the device had been positive in culture test by the same user facility in the past. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory cleared the french guideline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Pseudomonas aeruginosa (>100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.